Event description:
It was reported that during a da vinci si hysterectomy procedure an arc was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was removed and upon removal, a small hole was noticed in the corner of the tip. A replacement tip cover was installed and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The hospital indicated that the tip cover accessory was discarded. Since the affected device is not returning for evaluation, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if additional information is received.